Event description:
This rv lead was capped 3-aug-2012 at (B)(6) hospital with (B)(6) due to loss of capture. The lead was then extracted on (B)(6) 2012 at (B)(6) hospital with (B)(6) this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).